Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It has been reported that during a knee arthroplasty the provisional fractured.

Manufacturer narrative:
Visual examination concludes that the returned tibial articular surface provisional(tasp) has fractured and all pieces were not returned . This device is used for treatment. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product a notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using high force to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. Additionally, the surgical technique recommends to inserted into the joint space, with the knee at greater than 30 degrees of flexion, to perform an initial rom assessment. The root cause is considered to be misuse as the surgeon did not adequately flex the knee and forcing the tasp construct into the joint space with not enough clearance. .